Event description:
It was reported that approx. 29 months after the implantation the lead was explanted due to oversensing with artefacts.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 30 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 51 cm and 52 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Furthermore, cuts in the insulation and deformations of the distal shock coil were found which occurred most likely during the explant procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.